Event description:
It was reported a piece of adhesive began to fall off the distal end of the ambient super turbovac 90, ifs arthrowand. The physician was able to remove the wand from the pt portal and picked the adhesive off the wand. The procedure was completed with the same wand. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.